Manufacturer narrative:
Manufacturer reference number: (B)(4). The UDI of the device, if the balloon ruptured or broke, what the exact procedure was and as to if the product was re-sterilized prior to use were all provided as unknown.

Event description:
According to the reporter; during a stomach procedure, the product could not be ballooned. It worked at first but the product gradually leaked out. There was no patient injury. There was no rapid loss of abdominal pressure, device or device component fell into the patient. There was no unanticipated tissue loss, blood loss or extension of procedure time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a bariatric procedure the balloon would nit inflate and the balloon leaked. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.